Event description:
It was reported that during a supply change the insulin cartridge began leaking during the fill tubing process; the user removed the cartridge from the ilet, dried the insulin chamber, observed no damage to the cartridge or connector, and then started new supplies, later requesting reimbursement for approximately 10 units of lost insulin. Symptoms included no blood glucose impact. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included a customer interview and assessment of reported use, with no device return and no lot information provided. Investigation of this case revealed a reported leak from the cartridge during handling, with no confirmed device malfunction and no reproducible issue after replacement supplies were started. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to unavailable product evaluation and lack of corroborating evidence.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.